Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 127 ohms. It was noted a year ago shock impedances measured 130 ohms. Defibrillation threshold (dft) testing was performed in which it failed due to worsening of the patients heart failure. The plan is to re-evaluate dft thresholds after the heart failure symptoms improve. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 127 ohms. It was noted a year ago shock impedances measured 130 ohms. Defibrillation threshold (dft) testing was performed in which it failed due to worsening of the patients heart failure. The plan is to re-evaluate dft thresholds after the heart failure symptoms improve. At this time, the lead remains in service. No adverse patient effects were reported.